Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: competitor linoxs implantable defib lead, (B)(6) 2008; 4194 implantable pacing lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead high voltage impedance was measuring high. It was also reported that during the lead revision, it was noted via fluoroscopy that the coil had separated from the lead. The rv lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead measuring 32.5 cm was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
The partial lead was explanted, but the coil remained in the patient's body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.